Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of a mitraclip steerable guide catheter (sgc), a loss of fluid column was observed. Air entered the sgc column and aspiration as per standard instructions for use (IFU) was performed. The device was replaced and the procedure was completed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints reported to this lot. Based on available information and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.